Event description:
It was reported that the patient fell and had not felt stimulation on the left side since then. The patient was felling stimulation on the right side. It was reported that when the patient tried to increase stimulation, she experienced a jolt. The patient also experienced increased back pain since the fall. The patient's device was reprogrammed and it was noted that the patient had/would have surgery to fix the problem, but that the patient continued to have problems with the system. Additional information received reported that the patient's symptoms were attributed to the stimulation system. A revision was ordered by the physician. The patient was then seen by the neurosurgeon. A procedure (illegible) was ordered and done. The revision was not done, and the patient had not been seen since 2008.